Manufacturer narrative:
Results: the jet7 was kinked and ovalized from approximately 18.5 ¿ 23.0 cm from the hub. The device was ovalized approximately 118.5 and 133.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a kink and revealed ovalizations. If the device is forcefully mishandled during a procedure, damage such as kinks and ovalizations may occur. During functional testing, a test mandrel was unable to advance through the kinked location of the jet7. The neuron max and non-penumbra guide catheter were not returned for evaluation; therefore, the root cause of the kinks and ovalizations could not be determined. Further evaluation revealed additional ovalizations. These damages are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, while advancing a non-penumbra guidewire through the penumbra system jet 7 reperfusion catheter (jet7), the physician experienced resistance and found the mid shaft of the jet7 to be kinked. Therefore, the jet7 was removed. The procedure was completed using a new jet7 with the same guidewire and the same neuron max 6f 088 long sheath (neuron max). There was no report of an adverse effect to the patient.